Manufacturer narrative:
UDI related data quality updates only. This supplemental report is sent as correction to the previous submitted MDR to provide rationale for missing UDI code. D.4 additional unique device identifier (UDI) number is not available for this product as the medical device was manufactured before the FDA compliance date to implement UDI code.

Event description:
See initial report.

Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a detailed investigation. The technician checked and tested the device, however the reported issue could not be reproduced. Following test completion, without issues, the unit returned to service. The claimed error is related to reference voltage out of tolerance/missing. Based on the investigation results for similar cases, this kind of malfunction can be caused by: improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); a missed gas blender warm-up phase (user error); defective gas blender's component (gas mass flow controller). Considering technical intervention, a component failure is unlikely to have contributed to the fault. Based on the gathered elements, the root cause of the claimed case cannot be identified. Nevertheless, based on the results of a similar complaints review and taking into consideration that the issue was not reproduced, it cannot be excluded that an accidental user mistake or an infrastructure problem (e.g. Problem with gas supply) may have contributed to the fault.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6) germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 gas blender system gave an error code associated to a discrepancy between the actual and set gas flow values during priming. There was no patient involvement.